Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the swivel was loose. The swivel and hinge gasket were replaced and resolved the reported issue. Device is used for treatment. The event is confirmed. A definitive root cause cannot be determined.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported there was a major air leak. There was no adverse event reported as a result of this malfunction.